Manufacturer narrative:
During the analysis, the lead properties were checked. There were no deviations from the technical specifications that could be related to the clinical complaint. The damages at the distal and proximal shock coil are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 9 months, it was reported that the lead was dislodged. No deterioration of the patient's state of health was reported.